Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. However, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported, 'dr leonardo contacted stryker's national sales manager directly, informing that 'during a mechanical thrombectomy procedure, the catalyst 7 aspiration catheter reportedly broke inside the patient, having to dissect the patient's subclavian artery, who almost died on the table'. Although, there is no clear information regarding the patient's anatomy, it is likely that excessive force applied to remove the catheter combined with the tortuous anatomy of the patient cause the reported failure. The device was not returned for analysis. Therefore, the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during a mechanical thrombectomy procedure, the subject catalyst 7 aspiration catheter reportedly broke inside the patient. Having to dissect the patient's subclavian artery, who almost died on the table. The procedure was completed. No further details on the case.